Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant. The recipient's new device has been activated.

Manufacturer narrative:
Additional information: device available for evaluation?

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly is electing to undergo revision surgery for a technology upgrade. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed slices at the fantail region, as well as, slices on the electrode region. These anomalies are believed to have occurred during revision surgery. System lock was verified. This is an interim report.

Manufacturer narrative:
(B)(4). The external visual inspection revealed slices at the fantail region, as well as, slices on the electrode region. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.